Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2009 the patient underwent a fusion procedure using rhbmp-2/acs, floseal hemostatic sealant and peek spacer 10 mm x 22 mm. (B)(6) 2009 the patient was discharged from the hospital. No other information was provided.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported per the patient call that the patient underwent the surgery involving rhbmp-2/acs at his upper back or at l5-s1. The patient was totally disabled for 30 days after his surgery. Post-op, the patient complained of severe pain in his spine and legs. Post-op MRI revealed bone growth and stenosis. The patient also had two additional surgeries in his spine which were above and below the level of previous fusion, and not related to the initial fusion surgery. The patient is on disability and is unable to do anything anymore.